Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of lot.

Event description:
It was reported that during a sleeve gastrectomy procedure, the 3 staple lines are not observed after having made 4 activations. The recharge is checked and it is observed that the pushers did leave normally. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p57m5c. Device analysis: the analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.